Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had intermittent pockets failures. A field service engineer discovered that the cable header was loose on the drawer controller board. The engineer cleaned the contacts and secured the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main half height drawer 3.2 failed every day, which hindered users from accessing medication for a patient. This issue has been recurring. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.